Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, to test for sars-cov-2, there are a high rate of false positive results obtained by the laboratory personnel. There is no indication that erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the biogx sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. No instrument related issues were found. The root cause is suspected to be contamination. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. If additional information is received in the future, this complaint will be re-opened and re-investigated. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, to test for sars-cov-2, there are a high rate of false positive results obtained by the laboratory personnel. There is no indication that erroneous results were reported out and there was no report of patient impact.